Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2, -05.00 diopter , implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.